Event description:
A healthcare professional reported a patient with flap was not cut correct in the cornea, but it was cut in the patient interface. There are multiple related reports for this event. This report addresses the unknown patient's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy checks were stable. The reported treatment for the right eye could be identified in the logfile. The patient interface was docked two times on the eye, because the surgeon interrupted the suction process after reaching valid values for suction one and suction two. The laser was not fired yet. The vacuum process was repeated and successfully completed. The treatment was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. During technical site visit, fse (field service engineer) replaced application interface, complete beam expander, service pc and single axis scanner module. After replacing parts, fse (field service engineer) performed system verification and confirmed system meets specifications as per sir ( service installation record) signed. The received sample patient interface (pi) has been visually inspected and the reported event could be confirmed, it appears that the flap was partially shot on the patient interface. The replaced parts from event date were installed in the test laser in the laboratory. Due to different software versions of the returned pc and the test laser, only the rtc board of the returned pc was installed in the test unit. Rtc board is responsible for the scanner control. The scanner moves the focus (laser beam) in the x and y directions while the laser emits its pulses. All other parts were completely installed in the test laser. Functional test was performed without any issue, no malfunction could be confirmed for the received parts. Additionally, thirty test treatments were performed with the installed parts. The functional test and the test treatments showed no abnormalities, the reported issue from the complaint could not be replicated. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).